Event description:
The patient reported that after taking a shower patient put v-go on her skin and after 1 1/2 hour v-go fell off. The patient reported thyroid problems which causes patient to sweat a little bit if patient engages into some activities. The patient reported that the v-go fell off while vacuuming. The patient indicated that this event happened last week and with 4 v-go devices this month. The patient indicated that on previous months she experienced same situation but she did not remember previous exact days and after how long the v-go devices fell off. The patient discarded all the v-go devices in question. The patient wears v-go on her abdomen and changes sites. The patient confirmed that she prepares the infusion site properly.